Event description:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the display was found to be discolored. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the display was found to be discolored, and the display lens was found to be scratched. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.